Event description:
On (B)(6) 2014, the reporter contacted animas stating for the past 3 to 4 months the patient experienced a blood glucose (bg) value at a range of 350mg/dl to a ¿high¿ reading from the meter. The patient reportedly experienced the following symptoms: headaches, nausea, vomiting, and dizziness. The symptoms were noted to be severe. The patient reportedly was hospitalized for dka four times on the following dates: on (B)(6) 2014 and was admitted on (B)(6) 2014. The patient reportedly was disconnected from the pump and was treated via insulin drip. It was a also noted that in between hospitalizations, the patient was taken off the pump while at home on (B)(6) 2014 and was put on subcutaneous lantus and humalog. Customer support reviewed the pump with the reporter; the reporter confirmed there were no issues noted with the programming/settings on the pump. No missed basal and boluses issues were noted during a review of the pump history. The reporter stated that the patient was able to deliver a normal bolus using the health care provider¿s (hcp) sliding scale guidelines when the bgs elevated. It was noted that the reporter believed that there was an issue with the pump since the patient was having high bgs issues for the past 3 to 4 weeks. This complaint is being reported because the patient experienced a hyperglycemic event while using insulin pump therapy.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 04/10/2014 with the following findings:. Unrelated to the complaint, the display is dim and pinkish. The pump reflected 24u after a 24hr on 1u/hr duration test. The product performs within specification .no activity outside of normal use is observed. Tdd add up and reflect the basal target last basal delivery was on (B)(6)2014 @ 8:20am. 1hr30min delivery interruption due unacknowledged warning is observed on (B)(6) 2014.